Event description:
A consumer reported experiencing burning several times with several different bottles of solution & different lens cups and experienced burning. Additional info received from the treating eye care professionals indicated the pt experienced a significant corneal abrasion with significant epithelial loss, left eye, possibly due to misuse of the product. Initial treatment: zymar x 4 hrs, bandage contact lens. Referred to specialist who rx steroids & anti-inflammatory meds. Steady improvement noted, but recovery time long due to very dry eyes. No further info has been provided.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a significant corneal abrasion." A mfg investigation is underway. If any abnormality is found, a follow up report will be provided.